Event description:
It was reported the pen cannot be calibrated. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed programmer was not aligning with the pen; overlay/bezel assembly found out of electrical specification. Analysis also found the programmer had a noisy fan. (B)(4).